Event description:
Pump #1 was reported to overinfuse during a secondary infusion of kcl. The pump was set to infuse a 50ml bag to infuse at a rate of 50ml/hr. The entire bag infused in 20 minutes. The primary infusion ran as intended. No medical intervention was needed and no pt injury resulted.